Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference or/and user's test strip had a poor storage(kitchen which have the improper humidity).

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-100mg/dl fasting. Verified the strips expire 12/19/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 93mg/dl and 90mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 41, 77.